Event description:
"Urologist was using this unit when the rubber end fell in patient, seal could be, however, retrieved."

Manufacturer narrative:
The incident device has not been received for evaluation. Upon receiving and evaluating the incident device, a follow-up report will be submitted.